Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported several clips shot out of the end of the instrument. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damgaed jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no, damaged trigger, no; damaged tube, no; damaged weld seams, no. Functional tests & results: antibackup functional, n/a; firing: feed conform, n/a; firing: form conform, n/a; jaws: hold clip, n/a; lockout functional, n/a; number of clips fed and formed, n/a. Analysis conclusion: based upon inquiry info received and visual examination, no conclusion could be reached as to what may have caused reported incident. Instrument was returned empty with locked out fired through. No testing could be performed as instrument was returned empty. Instrument is designed to lockout when all clips have been fired. Each instrument is evaluated during assembly process to ensure clips feed and form properly.